Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial MDR in h8. B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs implantable pulse generator (ipg) was replaced due to difficulties charging, it was also noted that the ipg had undergone slight rotation. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis. Postoperatively, the patient was doing well.